Event description:
It was reported that one day post-implant, a decrease in r-waves and loss of capture were observed. A chest x-ray revealed dislodgement. The lead was repositioned successfully. Patient was fine after the event.